Event description:
Boston scientific received information that this right ventricular lead dislodged. A revision procedure was performed. During the procedure, the physician observed body tissue in the helix and elected to explant the rv lead. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.